Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with the increase been gradual. Additionally, it was reported the patient experienced diaphragmatic stimulation, with it suspected to be caused by the automated threshold test. Technical services (ts) was consulted and discussed stored data. X-ray imaging was performed but it was inconclusive, with no significant movement when compared to previous images. This device remains in service. No adverse patient effects were reported.